Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the user experienced difficulty piercing through the stopper and underfill/ low draw of the tube. The following information was provided by the initial reporter. The customer stated: customer purchased a box of 60 vacutainer cpt tubes that they started to use a couple of weeks ago. It turns out it has been impossible to draw blood from patients with them. The tubes seem to have a problem with the cap sealing and internal vacuum.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-03. Investigation summary: bd received fifty-five (55) samples for investigation. The samples were evaluated by visual examination for damage with one (1) sample tube appearing to be contaminated as blood can be seen in the bottom of the tube. No cocked stoppers were observed. In addition, ten (10) of the samples were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for the indicated failure modes of underfill and cocked stoppers based on the returned sample testing. Bd was not able to identify a root cause for the indicated failure modes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the user experienced difficulty piercing through the stopper and underfill/ low draw of the tube. The following information was provided by the initial reporter. The customer stated: customer purchased a box of 60 vacutainer cpt tubes that they started to use a couple of weeks ago. It turns out it has been impossible to draw blood from patients with them. The tubes seem to have a problem with the cap sealing and internal vacuum.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the user experienced difficulty piercing through the stopper and underfill/ low draw of the tube. The following information was provided by the initial reporter. The customer stated: customer purchased a box of 60 vacutainer cpt tubes that they started to use a couple of weeks ago. It turns out it has been impossible to draw blood from patients with them. The tubes seem to have a problem with the cap sealing and internal vacuum.